Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a procedure that day for debridement/ulcers and on post operation check it was identified that the right ventricular (rv) lead exhibited an impedance warning. The rv lead remains in use. No patient complications have been reported as a result of this event.